Event description:
Account alleged that the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
Account found loose hardware on the bed. Account tightened some bolts to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.